Manufacturer narrative:
The device was returned to olympus for evaluation and the reported blurry image was confirmed. Additionally, there was moisture under the distal cover glass, and outer tube was repaired by a third party. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image was blurry or foggy on the telescope "oes elite", 4 mm, 30°, hd, autoclavable and that the light adapter was missing. There was no patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section d8 was corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there were broken components. However, the definitive root cause of the broken components could not be determined. According to the instructions manual, a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.